Event description:
This device was explanted and replaced due to atrial port noise and out of range impedances. Atrial pacing bipolar failure with high impedances converting to unipolar were reported. In the process of explant, atrial lead was connected multiple times to this device, showing lead impedances ranging from less than 100 ohms to over 2500 ohms. Physician suspected that the device had problems within the header. It was determined that the atrial lead was not the source of the issue, and the lead remains actively implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. The spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The device started immediately to pace. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition, the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be normal. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.